Manufacturer narrative:
Device investigation narrative - one ultra fast fix curved device 72201491 received. Visual inspection shows that the device has been manually advanced and is locked and fully advanced position. The blue penetration limiter is intact. The white depth/penetration limiter has been trimmed to the surgeon¿s preference. T1 and partial tainted and cut suture has also been received. This device requires manual advancement to lock into this position. Per the device IFU ¿it is normal to encounter resistance prior to achieving the ready position.¿ the dimple has been partially flattened which occurs with advancement. Advancement of t2 could have been an inadvertent action. Simultaneous deployment cannot be confirmed. No further investigation warranted. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix curved device. Both implants were removed from the patient. A backup device was used to complete the procedure. No patient impact was reported. There was a short delay of less than 30 minutes.